Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced suspected peritonitis. The cause of the suspected peritonitis was unknown. The patient was hospitalized for the event. Treatment rendered for the event and recovery status were not reported. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.